Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 78mm dissection. It was reported that during the index procedure, the tip capture release handle would not turn to deploy the tip capture of the delivery system. It was noted that after multiple events, the proximal bare springs were released and the event was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: a kink was observed on the stent graft cover and middle member. The tip was slightly bent. No resistance was observed moving the tip release. There was no excessive glue evident in the portholes and no glue on the middle member. There was no evident of heath damage to the middle member/silicone. If information is provided in the future, a supplemental report will be issued.